Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited low pacing impedance and oversensing noise resulting in inappropriate mode switch episodes. No changes or interventions were reported. The patient status was not reported.